Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation. The implantable neurostimulator (ins) stopped working and the patient lost stimulation sensation about 1 month ago. The patient found that when the bladder got almost full they started leaking. The patient went to increase it this morning from 5.8v to 6.9v and did not feel any stimulation. It was later reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va00bam, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).